Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6)2005. (B)(4)

Event description:
It was reported that the patient experienced syncope and sustained a minor injury to their arm during a fast ventricular tachycardia (vt) episode. Initially, the device had withheld detection, however, it eventually detected ventricular fibrillation (vf) and supra ventricular tachycardia (svt). The patient received anti-tachycardia pacing followed by one shock. Reprogramming was done for the device. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No patient complications have been reported as a result of this event.